Event description:
Patient had pacemaker implanted earlier this year. During a recent routine transtelephonic monitoring recording, complete loss of pacemaker output was detected. A similar routine recording a month earlier showed normal pacemaker function. He had no symptoms because he had a stable underlying junctional rhythm. Patient then underwent explantation of original generator and replacement with a medtronic enpulse aair pacemaker. The original pacemaker was sent back to medtronic. Patient did well and was discharged to home the same day.